Manufacturer narrative:
Other relevant device(s) are: product ID 3389s-40 lot# va1nw57, implanted: (B)(6) 2018, ubd: 24-jul-2020, UDI#: (B)(4), product type: lead. Product ID: 3389s-40, lot# va1p597, implanted: (b)(64) 2018, ubd: 24-jul-2020, UDI#: (B)(4), product type: lead. Additional review noted that this report was initially submitted under manufacturer report #1723170-2018-01684. All additional information regarding the deep brain stimulation (dbs) leads and symptoms associated with the lead implant will be documented under this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the lead placement was inaccurate bilaterally by about 3 mm. The cause of misplacement is unknown/unclear as it was suspected there was a possible fault with the camera, but no additional information was provided. Between lead placements, the patient's blood pressure dropped and the patient was unresponsive for 5-10 minutes. Their blood pressure returned to normal and the procedure was completed with normal bp. It was noted these complications may have been related to the dbs products. The length of extended surgical time was less than one hour. The surgery was completed with no additional patient impact. Additional information received from a rep and confirmed by the hcp indicated the hcp used the offset pieced to make a 3 mm move to correct the lead placement inaccuracy. The cause of the drop in blood pressure and responsiveness was unknown.